Event description:
A surgeon reported a shunt was implanted in the wrong position by a different surgeon. The pt's intraocular pressure (iop) has increased and requires an additional surgery. Additional information has been requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).